Event description:
The customer stated that the device would not record or print at time of delivery. As a result, the infant died 48 hours later. Prior to the incident, the customer stated they were aware that the device was not functioning properly, had already been repaired, and was on a preventive maintenance schedule.

Manufacturer narrative:
The customer reported that during a delivery, the philips recorder was not functioning and that the baby had died. Upon investigation of this complaint, the philips clinical specialist reviewed copies of strips from this monitor and pertinent information regarding the infant and the use of the recorder and tested a similar monitor using the customer's paper. During the investigation, it was found that the baby had not died upon delivery, but in fact, died 48 hours later, after being transferred to the nicu. It was also found that the hospital was fully aware that the recorder device was not functioning. Per all available information, the paper (ge "paper for hp cardiot m1911a) was inserted back to front, causing the recorder to jam before this event. The hospital has been using non-philips paper supplies, for which the instructions for use (IFU) for this product warns of possible damage to the device. Thus, the device was not considered to have malfunctioned. Also, the monitor being used correctly warned with a printer error code. There is no indication of a monitor malfunction. Per the hospital's communications with philips, the clinicians involved were aware that this monitor was not printing and they did not utilize alternative fetal monitoring for this delivery. The available information is not sufficient to eliminate the possibility that the clinical decisions involved were a factor in the baby's death, which occurred 48 hours after delivery. This device was not used on this patient or during this event.